Event description:
A customer service representative called baxter corporate product surveillance to report a non-dehp interlink continu-flo set in which a no flow occurred. According to the report, when the customer attached an unknown secondary set to the upper y-site, they saw that the medication was not infusing. They also noticed that the septum of the y-site appeared to be off center. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation.